Event description:
Additional information was received from the patient. They reported that the cause wasn't determined but was likely due the setting not being high enough. They noted that they changed the setting from 2.3 to 2.5.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urgency and urinary/bowel dysfunction. It was reported that on saturday night patient cooked some leftovers on their microwave and when they went to bed they were up almost every hour to 2 hours relieving themselves. Patient said yesterday they made an adjustment and went from 2.3 to 2.5 and last night they had 7 hours of complete rest. Agent reviewed information about household items that may interfere with the implant. The patient was redirected to their healthcare provider to further address the issue.